Manufacturer narrative:
(B)(4). Device passed displacement test. No unexpected restart noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error alarm noted during self test and confirmed in pump history (variableinfo = 3) due to broken trace on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the customer stated that they would be kicked out of auto mode while they sleeps due to calibration requests. The customer also mentioned that they had experienced different instances in which the insulin pump restarts and requests a rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.